Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to establish communication between the ins and external devices. The patient has not been able to connect with the ins in approximately a year and the patient is without therapy. No intervention is planned at this time.